Manufacturer narrative:
Citation: jochheim d. Significant aortic regurgitation after transfemoral aortic valve implantation: patients' gender as independent risk factor. Minerva cardioangiol. 2015 oct;63(5):371-9. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding patient gender as a risk factor for aortic regurgitation following transcatheter aortic valve implantation (tavi). All data were collected from multiple centers between 2007 and 2012. The study population included 323 patients (predominantly female; mean age 81 years), 221 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: aortic regurgitation, suboptimal placement, under-expansion of the prosthesis, increased gradient, and valve-in-valve implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.